Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot # r345 on the echo.

Manufacturer narrative:
A review of the image result files for initial testing showed that cell 1 of the antibody screen resulted as negative, but visually appeared positive. In-house testing confirmed the presence of the k antigen on retention product, lot # r345. An immucor field service engineer performed the unexpected reactions checklist, daily maintenance and qc testing. Results were acceptable. Multiple samples were tested by the customer which resulted as expected. There were no product deficiencies identified. Customers were also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. Pt has prior antibody history of anti-k and warm autoantibody. Unit # (B)(4) confirmed k-negative prior to transfusion. Post-transfusion reaction dat positive and pre-transfusion dat positive on the echo. Panel testing demonstrated anti-k. Elution confirmed warm autoantibody. No other clinically significant antibodies identified in the plasma.